Event description:
This case is cross referred with cases (B)(4) (cluster). This unsolicited case from united states was received on 21-mar-2017 from a nurse. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and later after few days had allergy to synvisc and loss of range of motion in right knee/ decreased range of motion in left knee. Patient's medical history included bipolar, deep vein thrombosis, anemia, hypertension, bronchitis, hysterectomy, diverticulitis and wolff parkinson white syndrome. Patient was allergic to tetracycline. No past drug and concurrent conditions were reported. Concomitant medications included gabapentin, clonazepam (klonopin), salbutamol (albuterol), multivitamin, lisinopril, duloxetine hydrochloride (cymbalta), lamotrigine, acetylsalicylic acid (asa), calcium/ cholecalciferol (calcium d), cholecalciferol (vitamin d3), buspirone hydrochloride (buspar), biotin, tramadol hydrochloride (tramadol), black cherry supplement, cranberry supplement and ibuprofen (advil). On (B)(6) 2017, patient received treatment with intra articular synvisc one injection, at a dose of 6 ml, once (lot number: 6rsl032, expiry date: jun-2019) in right knee for osteoarthritis. On (B)(6) 2017, patient received another synvisc one injection in left knee. On unknown dates in (B)(6) 2017, few days after receiving injection, patient experienced an allergy to synvisc in both knees and had inflammation, swelling, pain and loss of range of motion in right knee and decreased range of motion in left knee. It was reported that the physician had to aspirate the joint and inject cortisone to calm the inflammation two weeks after injection. On an unknown date in 2017, patient was recovered. Corrective treatment: cortisone for allergy to synvisc and not reported for loss of range of motion in right, knee/ decreased range of motion in left knee. Outcome: recovered for both events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The production and quality control documentation for lot # 6rsl032 expiration date (06/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsl032 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 31-mar-2017, there are a total of 3 complaints on file for lot # 6rsl032: (3) adverse event reports. Sanofi will continue to monitor complaints to determine if a CAPA is required. Seriousness criteria: required intervention for allergy to synvisc additional information was received on 31-mar-2017. Expiry date of product was added. Gptc number and results were added. Text amended accordingly. Follow up was received on 19-apr-2017. Cross referenced case was added. Text amended accordingly. Additional information was received on 20-apr-2017 from a nurse. Patient's age and height was added. Medical history and concomitant medications were added. An additional dosage regimen of synvisc one was added. Indication and route of synvisc one was added. An additional event of allergy to synvisc was added and inflammation was updated as its symptom. The event term loss of range of motion was updated to loss of range of motion in right knee/ decreased range of motion in left knee. Clinical course was updated and text was amended accordingly.

Event description:
This case is cross referred with cases (B)(4). This unsolicited case from united states was received on 21-mar-2017 from a physician. This case concerns a female patient (age not provided) who received treatment with synvisc one injection and later after few days experienced inflammation and loss of range of motion. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with synvisc one injection, 1 dosage form, once (lot number: 6rsl032, expiry date: jun-2019; route and indication: not provided) in right knee. On unknown dates in (B)(6) 2017, few days after receiving injection, patient experienced inflammation, swelling, pain and loss of range of motion. It was reported that the physician had to aspirate the joint and inject cortisone to calm the inflammation two weeks after injection. Corrective treatment: cortisone for inflammation and not reported for loss of range of motion. Outcome: recovered for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The production and quality control documentation for lot # 6rsl032 expiration date (06/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsl032 no CAPA is required. (B)(4) continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 31-mar-17, there are a total of (B)(4) complaints on file for lot # 6rsl032: (B)(4) adverse event reports. Sanofi will continue to monitor complaints to determine if a CAPA is required. Seriousness criteria: required intervention for inflammation. Additional information was received on 31-mar-2017. Expiry date of product was added. Gptc number and results were added. Text amended accordingly.